Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event occurred post-atherectomy. Three target lesions were treated. Lesion #1, proximal sfa artery: tasc classification unknown, 20mm in length, 90% stenotic, and severely calcified. The physician treated with a stealth solid crown 2.0mm for 4 runs: 1 run at low speed for 26sec, 1 run at medium speed for 25sec, and 2 runs at high speed for 26 and 25sec for a total run time of 1min,42sec. Post-intervention stenosis = 50%. He then treated via angioplasty with a 7x30 balloon at 3atms for 30sec with post-angio residual stenosis of 30%. Lesion #2, tpt artery: tasc classification unknown, 40mm in length, 98% stenotic, and moderately calcified. The physician treated with a stealth solid crown 1.25mm for 4 runs: 1 run at low speed for 26sec, 3 runs at high speed for 26, 26, and 25sec for a total run time of 1min,43sec. Post-intervention stenosis = 20%. He then treated via angioplasty with a 3.5x30 balloon at 3atms for 30sec with post-angio residual stenosis of 0%. Lesion #3, mid sfa artery: tasc classification unknown, 90mm in length, 90% stenotic, and severely calcified. The physician treated with a stealth solid crown 2.0mm for 5 runs: 1 run at low speed for 15sec, 2 runs at medium speed for 25sec each, and 2 runs at high speed for 25 and 26sec for a total run time of 1min,56sec. Post-intervention stenosis = 10%. He then treated via angioplasty with a 7x30 balloon at 3atms for 30sec with post-angio residual stenosis of 0%. The pop artery was treated via pta during this procedure as well. A macro-embolism was noted in the tpt artery and was resolved in the lab via an aspiration catheter. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Eval summary: the device was discarded by the facility.